Event description:
Patient is experiencing itching and discomfort following total knee replacement surgery. Patient suspects potential infection or allergic reaction. Cause of reported symptoms has not been confirmed.

Manufacturer narrative:
Patient is experiencing itching and discomfort following total knee replacement surgery. Patient suspects potential infection or allergic reaction. Cause of reported symptoms has not been confirmed. The itotal IFU lists metal sensitivity as a contraindication for cruciate retaining total knee repair. Review of the device history record indicates that the device was manufactured to specification.